Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 498 mg/dl. The customer stated he had experiencing high blood glucose levels for the past two weeks. Troubleshooting was performed and the insulin pump was programmed correctly. However, the customer did not change the time for daylight savings. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.